Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint: litigation papers allege the following: subsequent to surgery, patient developed daily pain in her hip, groin and lower back and clicking in her hip and could no longer function in her job. Patient has yet to undergo a revision but is expected to do so in the next few months. **update** (B)(6) 2013 - clinical report was received. Metallosis was confirmed with an MRI and labwork. No new information that would change the existing MDR decision. Update: (B)(6) 2017 (transfer wpc (B)(4)) - pfs and medical records received. After review of the medical records for MDR reportability, alleges chronic pain, weakness in right hip and thigh, loss of mental and physical stamina. Even following revision, still experiences breakthrough pain and weakness with overexertion. Revising surgeon noted large amount of normal-appearing, non-cloudy,but discolored synovial fluid upon entering the fascia. Noted also that anterior hip capsule, gluteus medius and minimus were detached from greater troch, and muscle macerated, but no signs of metallosis. Identified "black-type corrosion around the junction of the femoral head and the femoral component". Both femoral and acetabular components were well fixed, and there was no osteolysis, nor corrosion between liner and shell. Metal ion labs available within record are significantly elevated with regard to cobalt > 7.0 ppb. Stem added to complaint, and elevated ions and corrosion harms added. The complaint was updated on:(B)(6) 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint litigation papers allege the following: subsequent to surgery, patient developed daily pain in her hip, groin and lower back and clicking in her hip and could no longer function in her job. Patient has yet to undergo a revision but is expected to do so in the next few months. **update** 02/19/2013 - clinical report was received. Metallosis was confirmed with an MRI and labwork. No new information that would change the exsisting MDR decision. Update: 2/6/2017 (transfer (B)(4). - pfs and medical records received. After review of the medical records for MDR reportability, alleges chronic pain, weakness in right hip and thigh, loss of mental and physical stamina. Even following revision, still experiences breakthrough pain and weakness with overexertion. Revising surgeon noted large amount of normal-appearing, non-cloudy,but discolored synovial fluid uopn entering the fascia. Noted also that anterior hip capsule, gluteus medius and minimus were detached from greater troch, and muscle macerated, but no signs of metallosis. Identified "black-type corrosion around the junction of the femoral head and the femoral component". Both femoral and acetabular components were well fixed, and there was no osteolysis, nor corrosion between liner and shell. Metal ion labs available within record are significantly elevated with regard to cobalt > 7.0 ppb. Stem added to complaint, and elevated ions and corrosion harms added. The complaint was updated on: 2/27/2017 / / investigation method.